Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the universal surgical manipulator (usm) 2 had become non-responsive and the team had been unable to match grips. The site had swapped instruments and arm movement had returned, but the arm later had stopped working again, which had led the surgeon to convert to laparoscopy. An intuitive surgical, inc. (Isi) technical support engineer (tse) had reviewed the available logs and had not noted any associated errors, although the logs for that day had appeared incomplete. After the call, the tse had noted that the system had been in use at the time of the call with the endoscope installed on usm 2. The procedure was converted to laparoscopic surgery with no reported injury

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and tested the system using both the camera and instruments and confirmed that the arm has full range of motion. The fse then also tested switching control between both surgeon consoles (ssc) and verified control of all four arms from each console. The system was verified and ready for use.